Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Battery cycle 14.0 received the lowbatteryalert (104) on (B)(6) 2021 15:35:00 after more than 7 days at 13.02 days. Battery cycle 13.0 received the lowbatteryalert (104) on (B)(6) 2021 12:15:00 after more than 7 days at 13.03 days. Battery cycle 12.0 received the lowbatteryalert (104) on (B)(6) 2021 11:10:00 after more than 7 days at 13.5 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, cracked keypad overlay, stained keypad overlay, cracked lcd window, cracked case (battery tube), label damage, cracked retainer ring. Customer alleged for unexpected low battery alert, charge/battery lasts less than expected not confirmed. Cracked retainer ring confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the battery did not last six days and that there were cracks on the casing where the insulin is loaded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.